Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor guide pins were coming off, puncturing the blood tubing. Upon follow-up, the bmt stated the blood pump rotor guide pins of the machine were coming off and puncturing the blood tubing and caused a blood leak to occur. The bmt stated the rotor guide sleeves around the pins were coming off and cut the blood pump tubing. The machine was pulled from service and the entire blood pump rotor was replaced. Per bmt the rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was approximately 50 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor guide pins were coming off, puncturing the blood tubing. Upon follow-up, the bmt stated the blood pump rotor guide pins of the machine were coming off and puncturing the blood tubing and caused a blood leak to occur. The bmt stated the rotor guide sleeves around the pins were coming off and cut the blood pump tubing. The machine was pulled from service and the entire blood pump rotor was replaced. Per bmt the rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was approximately 50 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.